Event description:
It was reported that during an unspecified peripheral treatment procedure involving the wallgraft covered metallic stent, deployment difficulties were encountered. The wallgraft device was therefore removed. No patient injuries or complications were reported. No additional information is available regarding this event.